Event description:
Consumer called to state that spouse allegedly fell out of the chair and sustained 68 stitches. Pt believes this is the result of the facility staff and not a malfunction or defect in the chair.